Event description:
Philips received a complaint by the customer on the authorized service provider (asp) indicating that during preventive maintenance (pm), the device could not be turned on. It was reported that there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) reported to the remote service engineer (rse) that during preventive maintenance (pm), the device could not be turned on, and the display was blank. The asp tried using a different power management (pm) printed circuit board assembly (pcba), and the device was able to power up normally. After replacing the pm pcba, the asp confirmed that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.